Manufacturer narrative:
A ge service representative., called tech service reporting that the table's 24 vdc supply would drop to around 10 vdc every time table movement was needed, and the table would not move. He called asking for a replacement power supply. Tech service provided part number (B)(4) kit to get the new supply. On a follow up call, the customer reported the table was repaired and fully functional.

Event description:
Customer reports all table movement functions failed during an unknown patient procedure. Staff moved the patient to another room and completed their exam without incident. No reported injury.